Event description:
Reporting status: serious injury-permanent impairment. Reporting rationale: guide wire remains in pt anatomy. Device issue: guide wire separation. It was reported that during a case to treat the anterior tibial, the guide wire separated leaving approx 6cm in a side branch. The physician thought the guide wire was in the anterior tibial, but it was in fact in a side branch. An attempt was made to snare the separated guide wire, but this was not successful and the separated portion remains in the pt. No pt effects were reported and the pt is doing well. No additional event or pt information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hospital, field contact or distributor. Quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. The core was separated 6cm distal to the proximal end of the polymer. The distal end of the guide wire was not returned. There was a kink in the core proximal to the separation. The polymer was torn and stretched. There was no other damage noted to the guide wire. This was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Results of the sem analysis indicate that the device core was subjected to excessive bending beyond its design limit causing the tip to detach. Normally, for the guide wire to fail due to this type of overload, some portion of the guide wire tip would have to be trapped either in the anatomy or in another device while excessive bending force was applied. From the incident description, the guide wire had unexpectedly entered a side branch and been trapped. In this case, the root cause appears to be from circumstances during the procedure that overbent the wire resulting in fracture of the guide wire. The lot history record was reviewed and there were no non-conformities associated with this lot number. A query of the complaint handling database was performed, and there have been no similar complaints reported with this part and lot number combination. This is a very low-level failure mode that is monitored. Manufacturing assures the quality of the guide wire tips through visual and dimensional inspections and 100% non-destructive pull test of the tip. Also, samples are destructively tested to failure and each lot must pass the test requirements. Quality inspection verifies that all requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.